Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluat-e them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was reverting to the setup mode. The patient tests her blood glucose 4 or more times a day. She takes insulin. The details of her diabetes management regimen were not provided. The patient indicated that the alleged meter issue started the week before she called lfs on the same day. As a result of the alleged meter issue, the patient took an increased dose of medication for her diabetes. The patient took 82 units of 70/30 insulin. On an unspecified date/time after the reported issue began, the patient developed symptoms of urinating frequently. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's medication regimen, what date/time the symptoms developed, and what actions the patient took before, during, and after the symptoms developed. In addition, it would have been helpful to know if the patient took one or more increased dosages of insulin, when she increased the dosage(s) of insulin, if she changed her diet as a result of the reported issue, and what her last successful blood glucose reading was. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Although the meter issue was resolved, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hyperglycemia after the alleged issue began.